Event description:
It was reported that a pk dissecting forceps instrument did not work properly. There was no impact to the patient when the failure occurred. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing. Instrument recognition and engagement passed. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. The complaint was not confirmed. Engineering also observed the distal end of the main tube has material removed from deep scratches and from a scrape mark. Scratch marks are short (under .200") and not aligned with tube axis. Scrape mark is 1" long and parallel to tube axis. Based on the location, orientation and appearance, damage may have been caused by instrument collisions and a cannula accessory. Electrical continuity passed. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions with warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.